Event description:
The complainant stated that the red locking part on the quick release hook ended up in a wrong angle and only locked the q-link on one side. No injury alleged.

Manufacturer narrative:
The device has not been returned to MFR for analysis. Our conclusion is that the customer did not attach the q-link to the quick release hook according to our instructions. Instruction guide, 7en120108-02, states "before lifting, always ensure that the lifting accessory is correctly applied to the lifting equipment".